Event description:
It was reported that the insulin pump alarmed motor error, possibly during bolus delivery. The customer could not remember their blood glucose at the time of the event. The customer does use the sensor feature. The customer stated that the alarm was resolved by changing the infusion set. The customer also stated that they had a problem with their sensor giving false readings; the sensor would indicate that they had a glucose level but their blood glucose was normal. The false readings would cause the insulin pump to go into threshold suspend mode. The insulin pump also alarmed no delivery. The customer's blood glucose was 150 mg/dl. Troubleshooting was not performed because the customer had completely removed the infusion set and the reservoir and had reverted to a beck-up plan. The customer stated that the cannula was bent. The discontinuation of the insulin pump was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report 3004209178-2014-98451.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a motor encoder signal out of phase. The displacement, basic occlusion, occlusion, prime, excessive no delivery alarm, and transmitter tests could not be performed due to the motor error alarm. No low suspend alarm or no delivery alarm could be verified due to the motor error alarm. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.